Event description:
It was reported that while inserting last screw, ring popped out. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional part involved:part number description14-521514 4.0mm x 14mm fixed bone screw.